Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. Investigation summary: received one (1) used partial mc33213 smallbore pressure infusion (400 psig) ext set; lot #13848519, one (1) used partial mc33213 smallbore pressure infusion (400 psig) ext set; lot #14279809, one (1) used mc33213 smallbore pressure infusion (400 psig) ext set; lot #unknown, and one (1) used mc33213 smallbore pressure infusion (400 psig) ext set; lot #14371632. Lot #13848519 crack at the female luer r1-2361. Lot #14279809 crack at the female luer r1-2361. Unknown lot number crack at the female luer r1-2361. Lot #14371632 no defects or anomalies noted on the female luer or anywhere on the set. Each set was leak tested per product specifications. There was no leakage on the mc33213 lot #14371632. There was leakage on the other three (3) sets from the cracks on the female luers. The reported complaint can be confirmed on three (3) of the returned sets. The probable cause of the cracks and subsequent leakage is due to a material issue on a vendor supplied part. The provided lot numbers were reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Event description:
Event occurred on an unspecified date regarding 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the report state "crack hub and leaking at the connection of the microclave to the extension set. Report captures 3 occurrences. There were unknown patient involvement and unknown adverse event.